Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: interrogate enrhythm pacemaker. Analysis confirmed the reported event. Stylus will not stay calibrated; stylus out of electrical specification.

Event description:
It was reported the stylus will not stay calibrated and is about one inch off, even after calibration. The programmer was returned for repair. No patient complications were reported as a result of this event.